Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple intermittent malfunction alarms occurred and the pump stopped all insulin delivery. There was no impact to the customer's blood glucose level. During troubleshooting with tandem technical support, the malfunction alarm was cleared. Upon loading a new cartridge the customer received a minimum fill notification, however they were uncertain as to how many units of insulin were in the cartridge. The contact stated a new cartridge would be loaded. It was indicated that the customer would use the current pump and manual injections for alternate insulin therapy until the replacement pump was received.